Event description:
(B)(6) in customer service states provider stated the head frame is bent. Provider disconnected, no further information provided. Provider did not have a serial number only model vc5310.